Event description:
It was reported that a partial catheter blockage was noted; during spiral CT study, dye was observed exiting the proximal holes of the catheter. The "catheter volume was then primed since it was thought catheter was empty, resulting in suspected bolus of 114 mcg which is more than 4x the daily dose". The reporter suspected that the needle was not in the cap (catheter access port) as 0.5 ml of fluid was withdrawn; the fluid was described as a "dark yellow" fluid. The pump contained baclofen. The pt experienced an overdose with the following symptoms: dizziness, nausea, respiratory depression, weakness, leg weakness, trouble walking and clamminess. The pt was admitted to the hospital to be monitored. Ten mls of csf (cerebrospinal fluid) were withdrawn "to dilute the dose which pt had received", the catheter was aspirated, the pump was stopped and "overdose protocol" was followed. The pt was placed back on his daily dose of 20mcg. The pt left hospital the following day; the pt's dose was increased to 35mcg before he left the hospital. The outcome of the event was resolved without sequela as of (B)(6) 2011.

Manufacturer narrative:
(B)(4).